Event description:
Original mediport implanted in 2006. The catheter broke at the port. The procedure six months later removed the port, but the catheter migrated into the heart where it remains today.